Event description:
It was reported the device was used during an pneumonectomy procedure. It was reported that the staples did not form properly. The case was complete by hand suturing the bronchus. There was no consequence to pt.